Event description:
Patient had a highly calcified and stenotic aortic valve which was being intervened upon. Tavr (transcatheter aortic valve replacement) delivery system balloon ruptured at end of valve deployment. Valve deployed. Well seated as verified by echo and fluoroscopy. Patient hemodynamically stable.